Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse (field service engineer) was dispatched and on 03-mar-2016 changed slave 1 and pmd-1 boards, rechecked all alignments for x-axis cup transfer unit. All alignments looked good from previous fse visits. Ran cup transfer macro 5 times in a row without any errors or problems to test unit. Believe boards were malfunctioning during longer sample runs causing the errors, customer did not have any samples to test unit properly. Customer will run the next few days to see if problem comes back. The most probable cause of the reported event was a failure of slave 1 board and pmd-1 board.

Event description:
On (B)(6) 2016 the customer reported error 4163 with their aia-2000 analyzer. Customer reported they are still having error 4163 although service has been done recently for this error code. The customer is unable to run afp bhcg and pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting afp bhcg and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.